Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that high blood glucose of over 600 mg/dl was experienced and a hospital stay of three days was required. Customer does not recall any significant events leading to the error. The customer wanted to report this incident and no further information was provided.